Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a shorted output stage detection (sosd) alert noted on the device. Technical support was contacted and confirmed that the alert was false, as the device was able to charge and deliver therapy normally following the alert. The alert was likely caused by electromagnetic interference (emi) during an unrelated procedure that the patient had prior to the alert being noted. A device download is anticipated to clear the false alert, and the patient was stable with no consequences.